Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a micro-centrifuge vial, with debris on lens. Visual inspection found one haptic torn and there was debris on lens. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h6 - health effect: corrected to 4627. B5 - it was specified that the lens was explanted on (B)(6) 2020, and later in the day in a second surgery the lens was replaced with a longer length lens. Additional information: b5 - it was later reported that previous lens replacement did not resolve the issue. See MFR# 2023826-2020-03242 for replacement lens claim. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with residue/debris on the lens. Visual inspection found the lens haptic torn. Dimensional inspection found the lens within specifications. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Should have been included. Claim#: (B)(4).

Manufacturer narrative:
Patient identifier: unk. This product is manufactured in the u.s. But not marketed in the u.s.. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -10.00 diopter, in the patient's left eye (os), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.